Event description:
Customer alleged to have purchased a contour meter in us and found meter was reading in mmol/l. No adverse event alleged. Customer was asked to return the meter for investigation. A new meter was sent to her.